Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire and one introducer needle were returned for evaluation. The guidewire was returned inside the introducer needle. It was noted that the outer coil wire of the guidewire was stretched with the distal end of the inner core wire protruding through the stretched portion. When viewed under magnification, wear was noted on the introducer needle bevel. Based on these findings, the investigation is confirmed for the reported guidewire advancement issues, specifically due to a frayed guidewire. It is likely that the fraying of the guidewire led to the reported insertion issue, as the damage to the guidewire would prevent it from advancing properly. Additionally, per the evaluation results, wear was noted to the introducer needle bevel. This can result from retraction of the guidewire against the needle bevel. Therefore, it's possible that retraction of the guidewire contributed to the guidewire damage. However, the definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 12/2022).

Event description:
It was reported that the guidewire was allegedly stuck when inserted into the introducer needle during port placement. The guidewire was removed from the introducer needle, it was noted that the guidewire was extended. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire and one introducer needle were returned for evaluation. The guidewire was returned inside the introducer needle. It was noted that the outer coil wire of the guidewire was stretched with the distal end of the inner core wire protruding through the stretched portion. When viewed under magnification, wear was noted on the introducer needle bevel. Based on these findings, the investigation is confirmed for the reported guidewire advancement issues, specifically due to a frayed guidewire. It is likely that the fraying of the guidewire led to the reported insertion issue, as the damage to the guidewire would prevent it from advancing properly. Additionally, per the evaluation results, wear was noted to the introducer needle bevel. This can result from retraction of the guidewire against the needle bevel. Therefore, it's possible that retraction of the guidewire contributed to the guidewire damage. However, the definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 12/2022).

Event description:
It was reported that the guidewire was allegedly stuck when inserted into the introducer needle during port placement. The guidewire was removed from the introducer needle, it was noted that the guidewire was extended. There was no patient contact.